Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that when they went in to do a routine pump replacement, they found that the catheter was compromised; it was broken, so the pump and catheter were replaced. The patient never got sick and never had withdrawals prior to the discovery, so it was assumed that she was getting some amount of medication. The dose for the new pump was decreased by 50% of what it had been. Following the replacement, the patient spent the night in the hospital. The pump was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.